Event description:
It was reported that when the user was searching for a patient's records while connected to the website, an error of "timing out" occurred. The user was "kicked out" of the website. This had been happening intermittently for a few days. Additional information received indicated that the issue "is no longer a problem," but is "unsure why" it resolved. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that when the user was searching for a patient's records while connected to the website, an error of "timing out" occurred. The user was "kicked out" of the website. This had been happening intermittently for a few days. Additional information received indicated that the issue "is no longer a problem," but is "unsure why" it resolved. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.